Manufacturer narrative:
Date of event: unknown, not provided. Catalog number: only partial number provided as the serial numbers were not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Unknown not provided as establishment name and address were not provided. Tel (B)(4) telephone number of the complaint reporter. The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date : unknown as the serial numbers were not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: literature title: clinical investigation of corneal incision size after intraocular lens (iol) implantation a randomized interventional clinical trial was done to compare corneal incision size after intraocular lens (iol) implantation with the use of one of four iol delivery systems (three preloaded iol delivery systems and one manually loaded iol delivery system). A total of 114 subjects were enrolled in the study but only 99 were able to complete. The 99 subjects were divided into 4 treatment arms: ultrasert (n=19), itec (n=26), isert (n=26), and monarch iii d (n=28). The tecnis itec preloaded intraocular lens (iol) was delivered via a 2.2 mm clear corneal incision during cataract surgery. One subject in the itec treatment arm had an unspecified cataract operation complication and had the surgical procedure repeated. Further interventions were not specified in the study.